Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flickering and noise appears in the image. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the damaged cable led to the flickering horizontal stripes on the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: d8: was device serviced by third party? G1: contact office email.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced color imbalance. This issue occurred during set up. There were no reports of patient involvement.